Event description:
During a lar procedure, the experienced customer had products that failed to work during the procedure. Customer used trouble shooting guide plus training to test the product but still failed to work. Not noted how case completed. No patient consequence.